Manufacturer narrative:
Additional information was received on (B)(6) 2015 confirming the device had been in place for several days when the bubbling formed on the tubing. No rectal medications only tepid tap water was used for irrigation. Irrigation is a minimum of every 8 hours and it is likely the irrigation occurred at least 6 times. Tepid tap water was used for irrigation. The tubing was not clamped during use on the patient. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
Complainant reports the flexi-seal signal fms had been in use ten days when during an attempt to flush the fms via the irrigation port a balloon or bubble up was observed in the irrigation port tube as well as a resistance was noted. It is also reported the patient was not harmed.

Manufacturer narrative:
Additional information was received on august 17, 2015. Third party manufacturer reviewed the batch records for lot# 14fm0206 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight samples from different lots along with one sample from the same lot were tested for blockage or leakage of the irrigation port by injecting water through the irrigation port. All functioned normally with no blockage or leakage. Blockage of the balloon end was forced into the irrigation port resulting in ballooning of the tube in different locations for different units. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.